Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reappears and confirmed their understanding of this guidance.